Event description:
A (B)(6) year old male pt with a previous spinal surgery, bilateral common iliac aneurysm, left hypogastric aneurysm, left external thrombosed, right hypo occluded underwent a bilateral iliac aneurysm repair on (B)(6) 2014. The physician wanted to coil embolize the left arterial circulation to prevent retrograde flow on the left coiling the hypo as well as the common iliac aneurysm. He then used a renu converter as an initial implant, right primary landing the leg extension into the external, then proceeded with a fem-fem bypass. The physician indicated to the cook rep that th pt became paralyzed from t9 down. Previous spinal surgery may or may not have contributed, possible collateral circulation were covered when the graft was deployed possible, but the doc said if that were the case any graft would have covered those branches. The outcome of the procedure on the final run showed no endoleaks and the entire left side thrombosed with coils. The physician is planning repair options at this time. It is unk if the pt underwent any additional procedures at this time. Info has been requested but not yet provided by the reporter.

Manufacturer narrative:
(B)(6). (B)(4). Event eval: still under investigation.